Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced a high blood glucose level of 400 mg/dl. The customer treated her blood glucose level with the insulin pump and shots. The customer was admitted the second or third of this month into the hospital as a result of her high blood glucose level. Her blood glucose level when she was admitted to the hospital was around 200 mg/dl. The customer has multiple sclerosis causing her to not be able to move and that lead to her high blood glucose level. She also had a bladder infection. The customer was instructed to stay on pens. The customer was wearing the insulin pump at the time of hospitalization. The infusion set and reservoir had air bubbles. The high pressure test passed. The insulin pump alarmed no delivery. The device was not returned.